Manufacturer narrative:
Initial reporter full name: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, one day post-insertion, there was an iab rupture. The product was removed and new iab was inserted. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender pressure tubing was performed and one leak was detected on the membrane approximately 2.8cm from the rear seal measuring 0.013cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problems. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4). Record # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, one day post-insertion, there was an iab rupture. The product was removed and new iab was inserted. There was no reported injury to the patient.